Event description:
During a follow up in clinic, a loss of sensing and extra cardiac stimulation resulting in patient discomfort was noted on the right ventricular (rv) lead as a result of dislodgement of the rv lead due to twiddler¿s syndrome. Repositioning of the rv lead was attempted, however, the helix was unable to extend. The rv lead was extracted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, loss of sensing, and extra cardiac stimulation. The reported event of helix mechanism issue was confirmed. The reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil at the connector and proximal regions of the lead was overtorqued, consistent with procedural damage. After dissecting the lead and cleaning the distal portion, the helix could be extended and retracted by applying torque directly to the inner coil. The helix extension length met specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies aside from the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the blood/tissue clogged inside the helix housing and overtorqued inner coil at the connector and proximal regions.